Manufacturer narrative:
The report of a broken pump cable bend relief was confirmed through photos that were taken by abbott clinical specialists during an on site visit. It was reported that the issue occurred over time due to the patient¿s active lifestyle. There were no reported alarms or interruptions in lvad support as a result of the broken pump cable bend relief. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 3 years of support, the patient reported a broken driveline bend relief on the external portion of the pump cable where it connects to the modular cable. There was no reported impact to pump function or to the patient. It was reported that the issue occurred over time due to the patient¿s active lifestyle. On (B)(6) 2017, a repair of the driveline bend relief was performed. The old and broken bend relief was removed and a new thicker but still movable plastic cover was attached and closed with medical silicone. Rescue tape was applied to stabilize the entire repaired area. The patient was discharged home and is reportedly doing fine. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.